Manufacturer narrative:
Concomitant medical products: product ID: 97715; serial#: (B)(4); implanted: (B)(6) 2010; explanted: (B)(6) 2013; product type: implantable neurostimulator. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said this was there 3rd ins. Pt confirmed one ins was replaced due to normal battery depletion and the other ins was replaced due to migrated leads. Pt said they were a "big guy" and "flexible" so the pt said when they moved around a lot the lead migrated. Pt said they spoke to a medtronic (mdt) rep. "Years ago" about their migrated leads. Pt said they had the "needle shaped leads" that migrated a lot for a period of 3 years and their healthcare provider (hcp) suggested removing the ins and replacing it with another ins and different leads. Pt said they implanted "ore/paddle" shaped leads this time with the current ins and they had not migrated since implanted.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2010,explanted: (B)(6) 2013, product type implantable neurostimulator product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 37712 lot# serial# (B)(6), implanted: explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(It was noted the lead had been implanted past the use-by date (ubd). There were no patient symptoms or further complications reported at this time.) Implant date of 977a260 lead greater than ubd.